Event description:
It was reported that the patient experienced shortness of breath. The right atrial (ra) lead exhibited no capture at maximum output. The lead is scheduled to be capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).